Event description:
It was reported that the patient was leaking every time she coughed or sneezed. The patient stated that it started to occur 2-3 months prior to report date. The patient put stimulation as high as it would go and was still having issues with leaking. The patient saw her physician regarding the issue and he gave her exercises to try that haven't helped. The patient had reprogramming done 5 months ago. No falls or traumas were reported. No x-rays were done on the device. The patient was scheduled for surgery on (B)(6) 2012 to insert a "cloth underneath her bladder." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v079092, serial#, implanted: 2008 (B)(6), explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient. (B)(4).